Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable, pump won't run. Settings were reviewed, pump turned off and tubing clamped. Cassette removed and tubing massaged. Bubbles are present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process repeated and alarm persists. Patient was not affected. No additional information available. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned however the pump operators manual indicates in the references section that the pump will alarm (no disposable) if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product was returned however, the pump operators manual states that the pump will alarm and display an (air in line) message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily mean the pump is not functioning properly. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A service device history review (DHR) was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months.